Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number and/or implant date was given. Allergan has not received the product as this time. Therefore, no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Respiratory disorder, infection, esophageal dilatation, cough, dysphagia, dyspepsia, regurgitation and fever are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events.

Event description:
Reported events of productive cough, "subjective fever", upper respiratory tract infection, multi-lobar pneumonia, opacities in the right lung field, and dilated esophagus with one patient from abstract: recurrent aspiration pneumonia in a patient with gastric banding, journal of general internal medicine, (june 2013) vol. 28, supp. Suppl. 1, pp. S380-s381. Meeting info: 36th annual meeting of the society of general internal medicine, sgim 2013. Denver, co. United states, 24 apr 2013 - 27 apr 2013. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.